Event description:
Additional information was received that the patient did not show three times to the neurologist's office. During patient's next visit, the parent insisted on changing physician. Other than the device settings from (B)(6) 2015, no other relevant information was obtained.

Event description:
It was reported that the patient's lead is protruding from the neck during stimulation. The patient is having painful stimulation around where the generator is located, which "stings and burns." There were no issues following the implant per the mother and the issues were believed to have started in (B)(6). Additional information was received that the patient continues to have seizures 10 to 30 minutes long despite vns and other medications. Patient's caregiver was educated about magnet use but the patient could use the magnet himself. During 1 previous ER visit, patient's shoulder/collar bone muscle was reported to have been torn at the location where vns was placed. Patient did not have any injuries or falls that could have caused this. It is unknown if this is related to the presence of device or surgery. Patient was however reported to be manipulating the device. As patient is autistic, patient often flips the generator repeatedly and this causes the lead to be pulled at the nerve. Patient's vns was adjusted a few times for reaching patient's therapy level but is still at a low dose. Follow-up with the patient's mother showed that the vns also made it difficult for the patient to breathe sometimes, but the patient's pulse ox was normal. Attempts for additional relevant information were unsuccessful.